Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section d9, section h3, and to provide the completed investigation results. The actual device has been returned for evaluation. One (1) 8fr angioseal device was returned for product evaluation. The returned device included the locator, hemostasis sheath and carrier tube. The device was visually inspected and found to have been in used condition with visible signs of blood. The device was returned in the forward locked position, with the anchor stuck within the valve of the hemostasis sheath. The sheath was also found to have been cut towards base of the hub. No other damage or issues were identified. The complaint was able to be confirmed for assembly difficulty. The exact root cause cannot be determined. The likely cause was determined to have been damage sustained by the sheath during assembly resulting in inability to connect the components. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: modality lead radiographer. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that there was an issue with the insertion of the plug portion into the sheath. Femoral angiogram and angioplasty procedure using a 7fr procedure sheath size. A pre-deployment angiogram was performed. Hemostasis achieved by three angio-seals attempted by unsuccessful so converted to manual compression. The estimated blood loss was less than 250cc. The patient was stable. There were no concomitant medical products used with the angio-seal. The user did not have difficulty inserting the locator into the hub. Two components of sheath connected fine, could not insert collagen plug aspect into the sheath. The user successfully inserted and locked the locator in the hub. There was audible click on mating of sheath components. There was tactile feedback after mating of sheath components. Sheath connected on first attempt but could not insert "plug" aspect into the sheath. The user attempt to mate the locator and hub, tried 4-5 times to insert plug portion. The locator did not separate after mating with the hub. The locator was not too loose and failed to stay in place. No separation issue, but issue occurred whilst device in patient.